Manufacturer narrative:
Corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis medstation es system drawer required maintenance and requested that a field service technician inspect the unit. The customer added that a smoke smell could be detected coming from the unit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer's retractor band had burn damage and the solenoid was affected due to heat from the coil and the plunger would not go into it, preventing from manually opening the drawer. A replacement drawer was installed and configured to resolve the reported malfunction. The system functioned as intended.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-oct-2021 to 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the retractor band was burned, and the solenoid was damaged due to heat from the coil. The field service engineer replaced the retractor band, solenoid, module board, installed the replacement drawer on auxiliary imposition for half height, cubie drawer and relocated loaded cubies into new drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer required maintenance and requested that a field service technician inspect the unit. The customer added that a smoke smell could be detected coming from the unit. There were no adverse events or injuries reported based on this event.